Event description:
The complainant reported that air came from the connection on the second port of the manifold. The event was reported to have occurred during the procedure with no harm or injury to the pt.

Manufacturer narrative:
The suspect device was returned for eval. The device was visually examined prior to testing. The device was tested for leak under pressure and under vacuum. Handle torque testing was also performed. The pressure leak test was performed by filling the device with colored water and then pressurizing the device beyond the rated spec for 30 seconds. The device passed the leak spec. Vacuum testing using a syringe was performed multiple times with the handles in different positions to test all ports. At no time was there any evidence of bubbles or air in the manifold. The suspect device was also tested for the torque force required to turn each handle. All four of the handles passed the torque spec. The failure could not be replicated. Therefore, no conclusions can be drawn.